Event description:
Type 1 diabetic vgo 20 patient reported to valeritas customer care that she was hospitalized with dka on (B)(6) 2013 and discharged to home (B)(6) 2013. Patient reports hyperglycemia with bg ranging from 300 to 500 started (B)(6) 2013 and continued till she was hospitalized (B)(6) 2013. Patient started using vgo (B)(6) 2013. Patient reports that pre-vgo she was on lantus 20 units daily and victoza 1.8 mg daily and her bg pre-vgo was 100 to 200. On vgo prior to (B)(6) 2013, patient reports her bg was in the 100 to 200 range. On (B)(6) 13 patient reported she experienced nausea, vomiting and stomach pain. Ae assessor spoke with patient on (B)(6) 13 and bg at 7:11 am = 455, at 11:21 = 362. Patient takes 2 clicks (4 units) for breakfast and lunch meal bolus, 1 click (2 units) or no clicks for dinner. Patient reported to ae assessor she was feeling very ill, ae assessor instructed patient to contact her hcp or to go to the nearest emergency facility. Patient went to local ER and reports she was admitted to icy with dka diagnosis. Patient removed the vgo at the hospital on (B)(6) 2013, patient is currently on lantus 20 units and victoza 1.8 mg. Hcp stated to valeritas customer care that the patient is a brittle diabetic.

Manufacturer narrative:
This MDR is being filed since the patient was hospitalized during the use of the v-go 20 with symptoms of dka. Although the care does not point to device malfunction, there isn't enough information to explain the hyperglycemia. The v-go was being used during this time and patient stated that the bg levels decreased on the morning of (B)(6) 2013. The device was not available for investigation.